Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Programming changes were recommended. The nurse elected not to take any actions and will continue to monitor the patient remotely.